Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable, clamp tubing." The reservoir volume was 7.7ml, rate was 2.0ml, and 92.35ml was given. There was no air in line. There was also no patient, or clinician injury associated with this occurrence. No further details provided at this time.